Manufacturer narrative:
Medical images have been made available to the manufacturer. Medical records were not provided. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter allegedly broke and was replaced with a new device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. Four x-ray images were provided for review. Based on the image review, port placement and contrast extravasation from the catheter were confirmed. As such, the investigation is confirmed for the reported catheter damage. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include pinch-off, flexural fatigue and over-pressurization. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter allegedly broke and was replaced with a new device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate investigation summary: the sample was not returned for evaluation. Four x-ray images were provided for review. Based on the image review, port placement and contrast extravasation from the catheter were confirmed. As such, the investigation is confirmed for the reported catheter damage. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include pinch-off, flexural fatigue and over-pressurization.

Event description:
It was reported that the catheter allegedly broke. It was further reported that extravasation was demonstrated on imaging. Reportedly, the device was removed and replaced. The patient status is unknown.